Event description:
Complainant alleged that during set up of the device prior to patient surgery, the internal electrodes being used with the unit failed to discharge during testing. The complainant indicated that there was no patient involvement in the reported malfunction.